Event description:
The reporter states back to back results of 123mg/dl on the customer's meter and 23 mg/dl on the emt's meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.